Manufacturer narrative:
The investigation into the low pump flow and the optical signal issue issues has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical data reported. The cause of the low flow issue was most likely patient condition related with suction alarms and low flow at (B)(4) per log review and poor patient condition based on clinical review. The cause of the optical signal issue was most likely due to sensor silicone wear with placement signal drift observed impacting 5s parameters due to log review. The sensor wear occurred within the design life period of the 5.5 pump.

Event description:
The user facility reported a 55-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while waiting for heart transplant. The patient was on support for several weeks when the device lost its placement signal and had suction/flow problems. The patient was to be transplanted with new heart soon so the physician decided to exchange the impella 5.5 for an impella cp in the interim. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.